Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the cardiovascular intensive care unit (cvicu) on (B)(6) 2023 due to inability to wean off ventilator, elevated mean arterial pressures (maps) and pulsatility index (pi) events. It was noted that the patient previously had 5.5 impella and was anticoagulated, and experienced left-sided paralysis; they then had an embolic stroke post ventricular assist device (vad) implant. As a result, the patient received a tracheotomy and had a partially paralyzed diaphragm. The stroke was treated with heparin drip, acetylsalicylic acid, statin, and neurological checks every hour. The treatment did not resolve this issue leading to supportive care and subsequently led to the patient being intubated and unable to wean. Blood pressure medication was adjusted, and diuretics were given to optimize the patient's fluid status and the high maps resolved. The patient was unable to be weaned off the ventilator and was discharged home with a ventilator.

Manufacturer narrative:
The previously reported stroke information is captured under manufacturer report number 2916596-2023-05624. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including hypertension and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction,¿ addresses pump parameters, including pump speed and pulsatility index (pi). Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. This IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the cardiovascular intensive care unit on (B)(6) 2023 due to an inability to wean off of a ventilator, elevated mean arterial pressures (maps), and pulsatility index (pi) events. As a result of a previous stroke, the patient received a tracheotomy and had a partially paralyzed diaphragm which subsequently led to the patient being intubated and unable to wean. Blood pressure medication was adjusted, diuretics were given to optimize the patient's fluid status, and the high maps resolved. The patient was unable to be weaned off the ventilator and was discharged home with a ventilator.